Event description:
It was reported that the continuous glucose monitoring sensor paired to the ilet system displayed urgent low readings inconsistent with capillary blood glucose, with a fingerstick of 216 mg/dl and later self-monitoring showing 288 mg/dl and rising; calibration was not accepted and the user subsequently replaced the sensor and successfully reconnected. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia above 180 mg/dl for about one hour without need for assistance, medical intervention, or backup therapy. Investigation included remote troubleshooting, education on sensor replacement and pairing, and follow-up calls. Investigation of this case revealed an inaccurate cgm sensor signal leading to false low alerts, with suspected sensor damage or malfunction; after sensor replacement and successful pairing, readings were reported as acceptable. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to sensor performance rather than pump function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.